Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized with high blood glucose. Customer was vision impaired and was not able to give insulin pump information. Customer would call back with assistance from her daughter.